Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had multiple broken external components. It was also indicated that the stylus required calibration and the touchscreen connection was cleaned and reseated. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken handle, keyboard, and rear latch. The programmer was returned for service. There was no patient involvement.